Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the around the insertion site and was described as bumpy, redness and serious drainage. It was reported that the patient's mother used over the counter a&d ointment and cortisone to treat the affected area. Based on dexcom becoming aware on 01/10/2017 that the patient had a regular checkup visit on (B)(6) 2017 during which the physician told the patient that the previous sensor wear had resulted in a number of permanent scars. This caused previous related skin reaction complaints to be upgraded to reportable. At time of contact the patient's condition was stable. No additional event or patient information is available.